Event description:
On 2/3/97, nurse stated that the surgeon placed the device on a drape. There was no smoke or flames associated with this incident but the pt was burned on the non-operative leg when the cable becoming disconnected after being placed on the drape. The burn on the pt is approx 1-2mm by 5-6mm and is 2nd to 3rd degree.